Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg) during the night. The lowest reported blood glucose was 42 mg/dl. The user consumed four to five apple juice boxes to correct the low, and glucose levels stabilized. Based on device reports, user did not meal announce and let the algorithm correct. Noted that user had high bg prior to the low. The ilet device alerted the user of low glucose. The user¿s caregiver provided assistance during the event. No symptoms or medical intervention were reported.